Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while uploading the pump's t:connect data, the customer observed that the pump's date was off by 3 days and the time was off by 2 hours. There was no impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the date and time.